Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The pod data showed no errors, timeouts, or drive stalls that would indicate an issue to deliver insulin. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. Therefore, it cannot be confirmed that the soft cannula damage is related to the reported leaking during wear event. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 1 and 4 hours. In addition, the patient reports the pods cannula looked cloudy and the pod had been leaking during wear. As treatment, the patient administered a manual shot of insulin.